Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported severe corneal whiting in a patient's left eye one day post lasik. Vision was reported to be good one day post-operative. After one week of using unknown medication, the corneal whiting is now centrally and vision is reported to be very bad. Upon follow up, symptoms are reported to be improving. Doctor is still searching for a way to solve the problem. The patient took manifest refraction for a second opinion. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Not enough information available to properly complete an investigation. A root cause couldn´t determined conclusively. (B)(4).